Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Low bg cause was not known. Customer allowed the pump to stop insulin delivery and customers bg naturally raised. Customer continued to use the pump for insulin delivery. Recommendation was made to consult with a healthcare provider to discuss diabetes management.